Event description:
It was reported that during an ureteroscopy, the tip of the endobeam broke within the pt. The broken tip was removed with graspers and the pt did not undergo an additional medical procedure. Per additional information received on (B)(6) 2012, the fiber sheared off at the tip inter-operatively at the stone. The tip broke where the fiber has been stripped at the cladding and the tip was not cleaved or stripped. A dornier generator was used during the procedure.

Manufacturer narrative:
The sample is forthcoming. Investigation currently in progress; once completed, a MDR supplemental report will be filed.